Event description:
Baxter investigation personnel reported an intermate in which the tubing was broken at the luer post. This condition was observed upon sample receipt. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review by baxter personnel, the root cause of the confirmed broken tubing at the luer post was determined to be stress applied from location of the slide clamp within the shrink package.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. Visual examination confirmed the reported condition of delivery tubing broken off at the luer post. A portion of the broken tubing remained inside the luer post and the edge of the broken tubing was observed to be jagged. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.